Event description:
Following information reported by the customer, the reacher detached together with the ceiling lift strap and carabiner and hit the staff member. It occurred during preparation of the maxi sky 440 portable ceiling lift for use. The ceiling lift was still in the trolley, about to be raised. No patient was involved. Initial information stated that the staff member sustained the injury, however it was further clarified that no injury occurred.

Manufacturer narrative:
The maxi sky 440 is a portable device, meaning the lifting unit can be easily disconnected from one ceiling installation and connected to another. The reacher accessory is the arm extension used for facilitating this operation. It connects the lifting unit carabiner (to which the ceiling lift strap is fitted) and the track trolley. The ceiling lift carabiner is attached to the reacher. In the reported case, the reacher (connected on one side to the track trolley and on the other side to the ceiling lift¿s) carabiner detached. During inspection the arjo service technician was able to duplicate the claimed scenario only when the reacher hook was not fitted securely to the track trolley. No device failure that could contribute to the reported issue was found. To sum up, arjo device (maxi sky 440) itself was up to manufacturer¿s specification. Not arjo accessory was used with arjo product, thus it was deemed that arjo maxi sky 440 played the role in the investigated case. The device was not used to transfer the patient when the event occurred. The complaint decided to be reportable due to the reacher (accessory used with maxi sky 440) detachment.

Manufacturer narrative:
The process of gathering information is ongoing.

Event description:
Following information reported, the reacher (accessory used to connect the maxi sky 440 to the ceiling track) detach and hit the staff member on the shoulder. No patient was involved. No injury was claimed.